Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and failed. Internal visual inspection was performed and passed. The receiver log was downloaded. Data review was performed and no data within the investigation window was found. The allegation was undetermined for ¿a receiver reinitialization¿ because data was missing within the investigation window in receiver log, but receiver passed testing.. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).